Event description:
It was reported that during a pph procedure, after the device had been fired, it was noticed that there were still two staples inside that had not been deployed. The staple line was incomplete and the staples that had deployed were not formed properly. The surgeon oversewed the staple line. There was no adverse consequence to the pt reported.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.